Event description:
It was reported that; the set screw was tightened with universal tightener, the tip of the tightener was broken. Therefore, it was changed to a new one and the set screw was tightened.

Manufacturer narrative:
The most likely root cause is wear due to the device's extended use. Excessive torsional force or off axis loading could have also contributed to the event as well.

Event description:
It was reported that; the set screw was tightened with universal tightener, the tip of the tightener was broken. Therefore, it was changed to a new one and the set screw was tightened. There was no surgical delay or adverse health consequences due to the event.